Event description:
A customer reported a malfunction code 199, which indicated an issue with the pump. Despite this, there was no adverse impact on the customer's blood glucose levels. Technical support provided instructions for resetting the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue reappears.